Manufacturer narrative:
The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis were then conducted, which isolated high current to an anomaly in the rf mics module.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt in our quality assurance laboratory. Review of device memory identified a fault had been recorded, which was the reason the device failed the final in-house testing. The fault was a telemetry system fault. No further irregularities were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. It was concluded the telemetry system issue was transient. The root cause could not be determined.

Event description:
Boston scientific received information that this device failed final in-house testing prior to being released for use. The device was never in the field and was forwarded directly to our post market quality assurance laboratory for analysis.